Event description:
The customer stated his meter was reading erratically. He tested his blood glucose and rec'd several back to back readings of "lo" and 156 mg/dl, 48 and 174 mg/dl, and 11 and 129 mg/dl. The differences between the readings fall in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Troubleshooting showed the system to be operating as designed, and no product will be returned for eval.